Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform stapler instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly on multiple occasions. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 60 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of logs were unable to verify any failures. The instrument was fully functional. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the surgeon could not open the sureform 60 stapler jaws when inserted on the system from the surgeon side console (ssc). The procedure was completed as planned with no reported injury.